Manufacturer narrative:
Change to investigation codes.

Event description:
Material#: unknown batch number#: unknown it was reported by customer that tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. Verbatim#: rcc received a complaint via email. Xx has a tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. Can I please have a form to complete to file this report and a kit to send the tubing in for review.

Event description:
It was reported that unspecified bd infusion set had a check valve malfunction. The following information was received by the initial reporter with the following verbatim. Xx has a tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. Can I please have a form to complete to file this report and a kit to send the tubing in for review.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. One sample of primary, one sample of secondary. Visual inspection conducted, no damages or abnormalities. The infusion set and the secondary set was primed and connected as intended in the proper use of the infusion tubing. A simulated infusion conducted @125 ml/hr for 1 hour. The reported failure was not replicated. The customer complaint of flow issues could not be verified. A root cause for failure was not determined because failure could not be replicated.

Event description:
Material#: unknown batch number#: unknown it was reported by customer that tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. Verbatim#: rcc received a complaint via email. Email(s) attached xx has a tubing set that appears to have a faulty backflow check valve. During use, it allowed medication to pass through the valve in the opposite direction. Can I please have a form to complete to file this report and a kit to send the tubing in for review.